Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for a trimalleolar fracture. A distal fibula plate was used for the lateral malleolus, and the fibulink was used through the hole of the plate. After deploying the suture, the surgeon used a long tensioning cap, but the cap and fibula link did not engage. Upon checking, the deployment seemed to be back on, so again the surgeon pulled the silver guide tube. During redeployment, the surgeon confirmed that the silver guide tube was coming outward and coming loose, but the suture was not deployed when checked on the image intensifier. Therefore, the surgeon pulled the silver guide tube again, but the silver guide tube was about to come out and was not far enough to be captured by the tensioning cap, so the surgeon gave up insertion and ended the procedure without inserting the cap. The surgeon determined that there was no problem with the fixation force and that the fibula link was only slightly hanging tibiofibular and was not interfering, so the fibulink was not removed and remained in the body. The surgery was completed successfully within thirty minutes delay. Patient was stable. The surgeon commented that the feeling during the first deployment was not much different from the feeling during the second deployment, but that the silver guide tube may have already been pulled out of the fibula link during the process, as the silver guide tube was almost pulled out significantly during the second deployment. This report is for a fibulink syndesmosis repair kit ti. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: part: fgs-1100. Synthes lot: 22e013. Supplier lot: 22e013. Release to warehouse date: 27 june 2022. Supplier: (B)(4). No nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.